Event description:
Pt has tessio catheters in place for hemodialysis. On the date noted during the initiation process when the line was being flushed the venous catheter split. The line above the split was clamped. Physician was notified. Catheter was cut above split area and connector was aseptically changed. Pt was treated with antibiotics due to cath manipulation.